Manufacturer narrative:
On (B)(6) 2019 arjo was notified about an incident which occurred on (B)(6) 2019 in st vincent's private hospital in (B)(6).the patient ((B)(6)) leaned over the enterprise 8000x bed and unlocked the side rail. As a result the patient fell head down on the parent's bed and then down between both beds onto the floor. The child's mother was on the bed next to the child and was talking on the phone. After the event, the patient was under neurological observation according to hospital protocol however no injury or other medical consequences were reported. The bed was inspected internally by the facility own technician after the event and no malfunction was found. No serial number was provided to arjo, only confirmation that it was arjo enterprise 8000x bed. Based on the above findings and the device inspection conducted by the facility staff, it can be stated that the patient's fall was not a result of bed malfunction. The side rail mechanism to raise and lower safety side rails is placed outside of the bed and a patient lying on the bed would not have access to the locking mechanism. Using of the safety side rails is the decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocol in mind. The product instructions for use (831.374-en rev. E) provided to the customer together with the involved device includes safety rules, which should be followed during use of the enterprise 8000x bed to provide a safe treatment for the patient. "Side rails are not intended to restrain patients who make a deliberate attempt to exit the bed." "To minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." The complaint was decided to be reportable due to the patient fall out of the bed. The device was being used for patient care at the time of the incident and in that way played a role in the event. There was no technical deficiency found within the device. At the time the incident the enterprise 8000x bed did not fail to meet the manufacturer's specification. The review of post-market surveillance data and regression analysis revealed that there is no significant trend observed related to the investigated issue.

Event description:
On (B)(6) 2019 arjo was notified about an incident which occurred on (B)(6) 2019 in st vincent's private hospital in (B)(6). The patient ((B)(6)) leaned over the enterprise 8000x bed and unlocked the side rail. As a result the patient fell head down on the parent's bed and then down between both beds onto the floor. The child's mother was on the bed next to the child and was talking on the phone. After the event, the patient was under neurological observation according to hospital protocol however no injury or other medical consequences were reported.